Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported from the customer that the vn500 device alarmed with 'airway pressure low' whilst in use on a patient. Patient suffered repeated instances of desaturation. The device was exchanged. At the present time, a restriction or a stopp of ventilation cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Event description:
It was reported from the customer that the vn500 device alarmed with 'airway pressure low' whilst in use on a patient. Patient suffered repeated instances of desaturation. The device was exchanged. At the present time, a restriction or a stopp of ventilation cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
It was reported that the patient¿s spo2 saturation temporarily decreased. No serious injury was reported. The affected evita vn500 device was examined onsite by dräger service and tested according to manufacturer specs without deviations. The logfile was send for further analysis to the manufacturer site in lübeck. According to the logfile, the device reacted like specified and posted accompanying alarm messages because of a detected disconnection. No device malfunction or deviation of the pressure measurement system could be detected as result of the investiagations. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a detected disconnection the evita device would post accompanying alarm messages to inform the user about an issue. Based on the results of the investigation, this case is no longer considered reportable in accordance with meddev 2.12 rev.08, as neither a fatality nor a serious injury was caused and this is not expected to happen in the event of a recurrence. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.